Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced kinked cannula issue after the removal of the set. Reportedly the blood glucose level of the patient was 800 mg/dl and had positive and large ketones. She was confused which was a symptom of her high blood glucose levels. Subsequently, she was hospitalized and received insulin as corrective treatment. She remained on the pump and was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.